Event description:
It was reported by service report that the cot will not lower with weight on it and the cot was unable to operate in manual mode due to bent inner lift tubes. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Inner lift tubes.